Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual decline in pacing impedance, and was now out of range less than 200 ohms. There was no observation of noise. The plan was to monitor the patient via the remote monitoring system, and an echo was going to be performed to see if the patient still needed ICD therapy. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the echo was performed and showed improved patient condition. Device was programmed to monitor only, and a system extraction was planned next month.